Event description:
It was reported that a vns patient experienced left vocal cord paralysis. The patient started to experience a sore throat and was analyzed by an ent physician who did not find any problems with the patient's throat. In addition, the patient placed the magnet over the generator for a week but the sore throat prevailed. The patient's throat was scoped by the ent physician and was diagnosed with left vocal cord paralysis. At the moment, the relationship of the vocal cord paralysis to vns is unknown as good faith attempts have been unsuccessful to date.